Event description:
It was reported that the wake button became detached from the pump. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of pump through distributor, and a replacement pump was provided.